Manufacturer narrative:
This is a follow-up to previously sent report. Based on the results from analysis of the product, it is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c) which could contribute to an adhesive failure, leading to the occurrence of a recessed fiber core and ferrule. The charring of the heat shrink at the proximal end indicates laser energy was not being focused down the core of the fiber, also attributing to the fiber connector failure. The laser fiber likely failed due to user mishandling during reprocessing. No fault found with fiber as manufactured.

Event description:
The proximal end of the laser fiber burnt and broke off during the case. Event occured during a therapeutic procedure, and there was no information about patient condition.

Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
The proximal end of the laser fiber burnt and broke off during the case. Event occurred during a therapeutic procedure, and there was no information about patient condition.